Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 14185, were returned and analyzed. The data files showed at least 6 applications were performed with the returned balloon catheter. System notice (B)(4) ¿leak detection¿ was confirmed on the date of the event. Visual inspection of the balloon catheter showed there was blood inside the inner balloon. The balloon failed the performance test due to system notice (B)(4). Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed guide wire lumen kink and breach at 1.00 inches and 1.3 inches from the tip right before and after the heat shrink. Dissection of the handle showed traces of blood at the vacuum service loop. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.